Event description:
It was reported that the user dropped the ilet and the infusion set connector broke, after which the user manually removed the broken connector and, during assistance with a supply change, inadvertently removed the inset from the applicator while away from home without a spare; the user planned to switch to backup therapy and complete a full supply change later. Symptoms included transient hyperglycemia with a reported maximum blood glucose of 229 mg/dl for approximately 45 minutes without ketone testing or need for medical intervention. Outcomes included temporary interruption of pump therapy and use of subcutaneous insulin via multiple daily injections to manage glucose. Investigation included troubleshooting and user education conducted during the call. Investigation of this case revealed user handling damage to the connector and an application error with the inset, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was user handling and use error.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.